Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional for a clinical study reported a loss of efficacy on (B)(6) 2014, noting symptoms recurred. It was indicated the event was due to programming; the device was reprogrammed on (B)(6) 2014. The event resolved without sequelae on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.